Event description:
The facility's biomed reported an infusion pump with 5 battery discharges below alarm threshold. The pump was not in use on a pt when the problem was discovered. The facility did not report any pt injury or medical intervention associated with this pump.